Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and did not consume the food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to approximately 49 mg/dl. The customer's son provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.